Event description:
A malfunction alarm on the pump was reported by the caller, and no notable events occurred before the malfunction. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer opted to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The pump was out of warranty, and the caller was not interested in obtaining an out-of-warranty loaner pump.